Manufacturer narrative:
D1: brand name, corrected. H4: device returned to manufacture date, updated. Manufacturer's investigation conclusion: the reported event of the power module being unable to power on was confirmed. The power module (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested on 09may2024. It was found that the power module was unable to be powered on. The power entry module and power supply board were forwarded to product performance engineering (ppe) for further investigation. The power entry module and power supply board were received and tested by ppe. The power entry module and power supply board were placed into a test power module, and it was attempted to be powered on although it was unable to power on as intended. Further troubleshooting was conducted, and it was found that the two-amp fuses within the power entry module were blown. The fuses were replaced, and the power module power supply board and power entry module were placed into a test power module and functioned as intended. The reported event of the power module being unable to power on was confirmed. The root cause for the reported event was determined to be due to a blown fuse; however, a further root cause as to how this fuse blew out was unable to be determined through this analysis. Damage to the backup battery clip and the ground pin were noted during the investigation. Device history records for the power module (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the power module battery was unable to charge. It was noted the power module powers off. The fuse housing was loose.